Manufacturer narrative:
(B)(4). Date sent 6/11/2026 d4 batch # unk d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the device lot e25120048, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device fired completely? (Plastic to plastic with the handles) what is meant by ¿incomplete nailing¿ was it an incomplete staple line? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current patient status? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was poor nailing, incomplete nailing of the wound, severe bleeding at the residual end of the left lower lung posterior basal segment artery, resulting in hemorrhagic shock. Immediately, a small square gauze was used to compress the bleeding area, and the blood recovery machine was activated. Then, the incision of the operating hole was quickly extended to about 12 centimeters. The operator directly compressed and controlled the bleeding area in the lower left lung with their hand, and then used a suction device connected to the blood recovery machine to suction the clean surgical field. After determining the bleeding location, four "0" sliding threads were used to continuously suture and close the bleeding vessel wound. No additional information can be provided.